Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level was 100-200mg/dl. A replacement pump was sent to the customer resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.